Manufacturer narrative:
Catheter model: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: unk; programmer: 8835 serial# (B)(4). (B)(4).

Event description:
It was reported that during a pump implant procedure, they were reportedly able to aspirate reservoir but unable to fill pump to full capacity after implant. Per reporter they had implanted the pump while the drug took time to come. It was indicated that they were able to aspirate the pump completely prior to implanting it; they then filled with 35 ml of drug and were unable to push more in to fill to capacity. They had tried it a couple of times and were able to fill 37 ml of the drug. There was no x-ray in the room and they were in a hurry so they finally filled the pump with 37 ml and updated it with no problems. It was later reported that everything was working fine. Drugs delivered via the device were dilaudid 10mg/cc and bupivicaine 20mg/cc.